Manufacturer narrative:
MDR 1219913-2024-00399 was initially filed on 03-sep-2024. Additional information 17-sep-2024: siemens has concluded the investigation for the issue reported by a united states (us) customer regarding observation of elevated advia centaur br results with lot # 271 for patient samples which were considered discordant relative to repeat testing. Siemens customer service engineer (cse) was dispatched to the account. Siemens evaluated the advia centaur xp system, calibration, and quality control (qc) data which showed elevated qc results. Advia centaur xp system was evaluated; no instrument problems were noted. Cse recommended to calibrate lot # 271 and calibration and qc results were acceptable. The customer has not reported any recurrence of the issue post cse visit. Based on the available information, the cause of the not reproducible elevated results could not be determined. The customer is operational, and no further action is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A united states (us) customer reported observation of elevated advia centaur br results with lot # 271 for multiple patient samples which were considered discordant relative to repeat testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating this issue.

Event description:
The customer reports an observation of elevated advia centaur br results with lot # 271 for multiple patient samples which were considered discordant relative to repeat testing. Customer provided example data for elevated advia centaur br results from 07-aug-2024. The initial discordant elevated results were reported to the physician, who questioned the results. Therefore, the same samples were repeated on an alternate advia centaur xp instrument and obtained much lower results when compared to the initial elevated results. The lower results were considered correct based on the clinical picture of these patients. These results were reported as correct results to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.